Event description:
It was reported that the patient presented in backup vvi mode. Due to low battery status further troubleshooting could not be performed. The device was explanted and replaced on (B)(6) 2013 due to normal elective replacement indicator (eri).

Manufacturer narrative:
Analysis confirmed normal battery depletion.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.